Event description:
It was reported that the 7900 system would not display and the monitor would not display. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monitor and x-ray switch were replaced during the service call. The system was tested and found to be working as intended and put back into service.